Manufacturer narrative:
Title: effect of valvular surgery in carcinoid heart disease: an observational cohort study citation: the journal of clinical endocrinology and metabolism (2016) 101(1):183¿190 doi 10.1210/jc.2015-3295. Authors: n. C. Edwards, m. Yuan, o. Nolan, t. A. Pawade, t. Oelofse, h. Singh, h. Mehrzad, z. Zia, j. I. Geh, d. H. Palmer, c. J. H. May, j. Ayuk, t. Shah, s. J. Rooney, and r. P. Steeds. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding valvular surgery in patients with carcinoid heart disease. All data were collected from a single center between 2005 and 2015. The study population included 47 patients, 32 of which were treated with a surgical intervention. Of the surgical group (16 male and 16 female; mean age 68 years), 10 were implanted with medtronic hancock bioprosthetic surgical valve implanted in the tricuspid position (serial numbers not provided). Among all surgical patients adverse events included: 13 incidents of heart block that required treatment with a permanent pacemaker. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.